Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient having spinal therapy. It was reported that poor bone quality was identified as the cause of explantation, and radiographic findings included l2 screw loosening and cage migration. Additional surgery, specifically posterior t10 to l4 arthrodesis, was performed due to cage migration and proximal pseudoarthrosis at spinal levels l1-l2, l2-l3, and l3-l4. Pedicle or cortical screws and set screws were explanted and destroyed. No patient complications have been reported as a result of this event.